Event description:
The pt reported the doctor had deployed the 11 ga mammomark marker in the breast and the case was completed with no pt consequence. Several weeks post op, the pt complained of redness and swelling around the injection site. An appointment was scheduled with the surgeon. The surgeon removed the plastic introducer from the pt's breast. The surgeon indicated the pt's breast would heal fine after the removal of the tip. The whereabouts of the tip is unk. The applicator was disposed of after the case as there were no issues with the deployment. The sales rep reinserviced the surgeon in the proper deployment of the mammomark.